Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the controller screen went blank when they were recharging the implant and the controller was 100% charged. There was a report that it takes a long time to charge. Patient services (ps) asked patient to reset the controller and patient had a difficult time getting the battery pack out of the controller and broke a finger nail. After resetting the controller the controller power on, and green light flashing and recharging, controller showed ins red and controller zero / recharging. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot when recharging. Patient stated the rtm gets hot when recharging but there is no visible damage to rtm. The issue was not resolved. An email was sent to the repair department to replace the recharger device. No symptoms or patient complications were reported. Additional information was received. It was reported that the circumstances that led to the screen going blank, controller being at zero/recharging, and ins being red were that the patient was changing their charger in their lower back. The patient noted that they called the manufacturer 2 days later to resolve the issues. The patient indicated that the issues had not been resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unable to be verified. They found no issues with finding or charging the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.